Manufacturer narrative:
According to the facility, on (B)(6) 2026, the all-in-one urinary catheter kit was in use in the patient. In this kit, the urinary catheter, tubing, and bag all come pre-connected and the junction between the catheter and tubing is secured with a tape. In this case, the tubing became disconnected from the catheter while the tape remained intact. Perhaps the adhesive broke down, though that is unclear. No traction or pulling had been applied to the catheter; it was found disconnected while the patient laid calmly in bed. The catheter had been in place for 11 days. Per the facility, to reduce infection risk and preserve patient safety, the catheter was removed and replaced. The patient remains stable at this time. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The all-in-one urinary catheter kit was in use in the patient. In this kit, the urinary catheter, tubing, and bag all come pre-connected and the junction between the catheter and tubing is secured with a tape. In this case, the tubing became disconnected from the catheter while the tape remained intact. Perhaps the adhesive broke down, though that is unclear.